Manufacturer narrative:
In light of recent FDA inspection from 04/24/2018 to 05/02/2018 a review of our past complaint records indicated that this was a possible MDR reportable event.

Event description:
A respire medical customer service representative spoke with (B)(6), a doctor's staff member and was told that the right fin of appliance broke.